Event description:
The customer reported that the anesthesia resident had the pulse source on the accessory m1001b ECG module set to ECG. An ECG dropout was noted when using a non-agilent twitch monitor.